Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. Device drill bit ø1.8 l132/12 f/cervic-distract is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), legal manufacturer: (B)(4), lot. Ah81704, manufacturing date: 01.apr.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the drill bit is broken. Realized at loan department, and confirmed that the device did not break during surgery, therefore, no patient involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). A product investigation was completed: the investigation of the returned item has shown that the drill bit is broken off as complaint. There are some scratches and wear marks visible on the surface of the item. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is likely that a mechanical overload situation has led to the breakage of the drill bit. The measurement of the outer diameter was in range. No product fault could be detected. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.